Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 12jul2017 to assess the instrument test well images in question, which showed that the test well images were consistent with the erroneous outcome.

Event description:
On (B)(6)2017, a customer reported an unexpected abo blood type antigen mistype, when tested on a galileo neo.